Event description:
It was reported that charging cable for insulin pump was damaged and caller felt uncomfortable using damaged cable, so it was unknown if charging supplies were still functional. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, and replacement charging supplies were arranged to be shipped within two days, with no additional information provided about further actions.